Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No PMA/510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Concomitant med products: asr uni femoral impl size 46 asr femoral head; unknown hip asr femoral sleeve/augment; asr acetabular cups 52 asr acetabular cup; summit por taper sz6 hi off femoral stem.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address instability. Intraoperatively noted that the stem was proud and in a neutral anteverted position. Doi: (B)(6) 2008 - dor: (B)(6) 2009 (right hip). Update 26 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets received. Ppf alleged dislocation. Doi: (B)(6) 2008 - dor: (B)(6) 2009 (right hip). Asr-cup & head.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.